Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported decreasing impedances and increasing thresholds on this lead. Patient had a report of syncope. Heart rate dropped to 30 due to loss of capture. No injury to the patient from the syncope.